Event description:
It was reported that patient presented in-clinic after receiving a vibratory alert. Non-sustained rv lead noise and loss of capture threshold were noted. The patient reported some pain on the left side of thorax. Dislodgment was discovered. The lead was explanted and replaced when repositioning was unsuccessful. Procedure was performed with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that cardiac perforation without effusion was also observed.

Manufacturer narrative:
(B)(4).